Event description:
Caller reported a cgm error, specifically error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support helped the caller reset the pump, which resolved the error, allowing the caller to successfully start their sensor session.